Manufacturer narrative:
The baxter technician found the left care giver controls needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 13, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. The technician replaced the left care giver controls to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that advanta2 rental bed had head of the bed will go down on its own. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.